Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise on the right ventricular (rv) lead. There was also high impedance, and fracture was suspected. The lead integrity alert (lia) had triggered, however the patient was unableto hear the alarm. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. The device remains in use. No further patient complications have been reported as a result of this event.